Event description:
It was reported that "using the charging pad, you cannot always tell if the device is charging properly and if the device vibrates out of place, the device stops charging." There was no reported adverse impact to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issues. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.